Event description:
In 2009, the customer reported to baxter that on an unknown date, a pump exceeded the hourly infusion limits. Fentanyl was being infused through a piggyback infusion at a basal rate of 15 mcg or. 75 ml/h. The rate was set to infuse in four hours, however, 19ml was infused in one hour. The infusion was immediately stopped. There was no patient injury or medical intervention required.

Manufacturer narrative:
The device has not yet been made available to baxter for evaluation. A follow-up report will be submitted should the device be received, and an evaluation completed.